Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not communicate with belt) has been confirmed. Upon investigation the monitor was unable to connect securely with an electrode belt. The monitor's electrode belt connector's guide pins were bent preventing the belt from being able to connect to the monitor. The root cause for the bent guide pins was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to communicate with a belt.